Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues. A computed tomography (CT) scan indicated that the reservoir contained no fluid. A surgical procedure was performed during which a tear in the left cylinder was identified. The reservoir was allowed to drain and was retained, and a new reservoir was implanted. The reconnect was also replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 0178837016 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4).